Event description:
It was reported the system had a camera iris error and would intermittently not complete booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera iris was calibrated during the service call. The system was tested and found to be working as intended and put back into service.